Manufacturer narrative:
Continuation of medical devices: 4068-52 lead implanted: (B)(6) 2000, 4196-88 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead fracture was suspected of the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.